Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history the device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed for ¿plate separated from jaw-bent/detached heater wire¿. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Harvester stated while using the harvesting tool the heating element in the hemopro jaws started separating from the jaws. Hemopro was not able to ligate branches. Another hemopro opened and case was completed. No patient effects. The customer only noted that patient was male and (B)(6).

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 heating element separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Harvester stated while using the harvesting tool the heating element in the hemopro jaws started separating from the jaws. Hemopro was not able to ligate branches. Another hemopro opened and case was completed. No patient effects. The customer only noted that patient was male and (B)(6).